Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by fever and cloudy bags. Cause of peritonitis was unknown. The patient began treatment with vancomycin (2 gram, frequency and route not reported) and ciprofloxacin (500 milligram, twice daily and route not reported) for peritonitis. Eleven days after the onset of peritonitis, the patient was hospitalized due to peritonitis. On an unreported date, the patient was treated with fluconazole (dose, frequency and route not reported) for the event. Nineteen day after the onset of peritonitis, the patient passed away. The cause of death was unknown. The patient had not recovered from the peritonitis prior to their death. An autopsy was not performed. Should additional relevant information become available, a supplemental report will be submitted.